Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: june 01, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that the screw and the construct appear dislodged. The preliminary results of the pathology report ruled out infection or cancer.

Manufacturer narrative:
(B)(6) device product code xxx used for product code ovd. (B)(4). Device history records review was requested for part #: 04.802.212, lot #: l007375. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient returned to surgeon complaining of immense back pain, which had begun within a week of initial surgery. Surgeon ordered an x-ray which revealed that one of the synfix screws was completely backed out of the cage and the entire implant itself was dislodged from its original placement and displaced anteriorly approximately 8-12mm. So, surgeon scheduled revision for the following day. On (B)(6) 2016, patient underwent revision surgery after access to l5-s1 disc space was achieved by a vascular surgeon. The one (1) displaced screw was easily retrieved, and two (2) of the locked screws were removed using the synfix straight driver. The screw that was still locked into l5 could not be removed with the synfix screw drivers, but the bone was weakened to the point that after several minutes, the surgeon was finally able remove the implant and last screw together. No particles were left in the patient and blood loss was minimal. The surgeon had intended to implant a peek cage into the l5-s1 disc space, but after trialing several sizes/options he determined that wouldn't work. The anterior half of the l5 body (where the synfix screws had been) and most of the sacrum had deteriorated to the point of very poor bone quality and/or eroded away. The space had become much more "fish-mouthed" than it was post-op on (B)(6) 2016. The surgeon suspected possible infection and decided to send the implant to pathology for analysis. Results will not be available until october 10, 2016. He then packed the now larger l5-s1 disc space with vivigen and cancellous chips and decided to forgo using any further cages or instrumentation. He ordered a CT scan to be performed the following day. After reviewing the CT scan on october 1, 2016, the surgeon reported to reporter that the posterior elements at that level appeared intact. He also reported that there is almost "2cm deep and across entire front of sacrum that is gone". Free bone grafts implanted on (B)(6) 2016, to fill that void. Surgeon plans to put in screws posterior to provide stabilization in the near future. Patient is recovering. There was no surgical delay and procedure was completed successfully. Patient has history of severe sleepwalking parasomnia. This report is for one (1) locking screw. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Results and conclusions codes device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject devices (synfix(tm)-lr 26mm depth/32mm width/13.5mm height 12deg-ster, part number 08.802.004s, lot number 8781724), (4.0mm ti locking screw-fine tip 25mm for synfix-lr, part number 04.802.212, lot number l007375, quantity 4).the subject devices were returned with the complaint condition stating that the returned synfix implant was examined and the plate was found to have worn threads on all four locking holes. Furthermore it was noted that the peek spacer was damaged adjacent to the right upper hole (l5 in this case) in a manner consistent with off axis screw insertion. The four synfix screws were examined and in each stance the locking threads showed deformation and worn anodization consistent with implantation and explantation. Finally the returned screw which was noted to have backed-out postoperatively had a significantly worn drive recess. No functional test was able to be completed due to post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The synfix-lr system features a zero-profile anterior lumbar interbody fusion (alif) implant which incorporates the benefits of an anterior fixation plate and a radiolucent interbody spacer; the implant is secured with four locking screws. Screws are inserted with the aid of aiming devices in order to ensure proper trajectory for screw engagement into the fixation plate and vertebrae. Relevant drawings for the implants were reviewed (both from the time of manufacture and present revision): spacer and screws. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implants¿ lot numbers and no mrrs, ncrs or complaint-related issues were identified with the lot numbers which may have contributed to the complaint conditions. No definitive root cause was able to be determined with the provided information. Screw back-out is typically associated with inadequate screw insertion (insufficient torque or off-angle insertion). Implant migration while the screws are still locked to the implant is typically associated with poor bone quality leading to screw pull-out. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.